Event description:
While attempting to remove a blood culture bottle from instrument, the bottle broke. This resulted in a cut to the technologist's right index finger, requiring medical intervntion. (Tetanus shot and 2 stitches). Frequency of occurrence statement (21 cfr 803.24(c)(7). The package insert and instrument operator's manual contain precautions concerning potential for glass breakage and precautions for handling potentially infectious body fluids. Expected frequency of cuts resulting from breakage of the glass bottle are not specifically addressed in the product labeling. Co believes that the frequency at the time of this report is not greater than is usual for the device. Severity of occurrence statement (21 cfr 803.24(c)(7). The package insert and instrument operator's manual contain precautions concerning potential for glass breakage and precautions for handling potentially infectious body fluids. The degree of severity of cuts resulting from glass bottle breakage is not specifcally addressed in the product labeling. Co believes the degree of severity of this incident is not greater than would be expected for the device.